Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6. The event of "capsular contracture, baker grade not specified" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade not specified.

Event description:
Healthcare professional report right-side rupture and "lateral intermittent sharp pains". Healthcare professional later reported right side capsular contracture, baker grade not specified. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening on device in the posterior side assessed as a surgical impact opening (shell thickness was within specification). Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks. Nick striated assessed as surgical tool scratch like. Crease flat observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional report right-side rupture and "lateral intermittent sharp pains". Healthcare professional later reported right side capsular contracture, baker grade not specified. Device has been explanted.